Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: p4b0909) sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: unknown) sigphandle, sig power sigphandle handle (serial#: (B)(6)) sigpshell, sig power sigpshell control shell (lot#: unknown) unk-ultras, unknown egia ultra stapler (lot#: unknown) egia60amt egia 60 artic med thick sulu (lot#: p4b0909) egia60amt egia 60 artic med thick sulu (lot#: p4b0909). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, the reload was loaded into the powered handle, while testing the opening or closing of the jaws, there was more than five millimeters (5 mm) open when the jaws were closed. A new reload was then used, but the same issue occurred. On the third reload, the jaws still had a 5 mm opening. To resolve the issue, an open stapler was used. The reloads were then attached to a manual stapler, but the jaws remained open even when it was closed. There was no patient involvement.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload had a full staple complement. The jaws were open. Functionally, the reload was loaded into a repr esentative instrument. The jaws were clamped and a noticeable gap could been seen. The reload was cycled without hesitation or binding and was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that jaws would not close completely. The reported issue was confirmed. The most likely cause traced to device design. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.